Event description:
The biomedical engineer (bme) reported that the patient was discharged from the central nurse's station (cns) without any inputs from the monitor tech. Bed ID: (B)(6). 12:43pm cdt (B)(6) 2021 patient discharged without user interaction. 12:45pm cdt (B)(6) 2021 monitor re-admitted patient after noticing patient was discharged. Incident may be a admit operation from other than cns (such as the adt (admit, transfer, discharge function of hl7 from the emr) because there was no admit operation log. Only the above can be confirmed from the log on the cns side. To see the details, you will need a network capture when an event occurs. Although it is different from this case, irregularly, there was a log that changed the vital alarm settings for 8 beds of org at the same time (same second). It is not possible to set 8 beds at the same time (same second) by operating the cns. Because there was no adt operation in the cns log, it is thought that the discharge may have come from an adt command from connected systems such as hl7. The user facility purges hl7 data after 24 hours. The event occurred on (B)(6) 2021. Data for further analysis is no longer available. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient was discharged from the central nurse's station (cns) without any inputs from the monitor tech. Bed ID: (B)(6). 12:43pm cdt (B)(6) 2021 patient discharged without user interaction. 12:45pm cdt (B)(6) 2021 monitor re-admitted patient after noticing patient was discharged. No patient harm was reported investigation conclusion: we were able to confirm the log of patient admit and discharge the bed at the relevant time. <(B)(6)> (B)(6) 2021 / 01,14: 02: 46, hl7, (B)(6), admit patient: device = (B)(4) patient = (B)(4) patient ID = (B)(6). (B)(6) 2021 / 01,13: 59: 34, hl7, (B)(6), discharge patient: device = (B)(4) patient = (B)(4) patient ID = (B)(6). Also, when I checked the log output when I got out of bed with cns, incident was not logged. Incident may be a admit operation from other than cns (such as the adt (admit, transfer, discharge function of hl7 from the emr) because there was no admit operation log. Only the above can be confirmed from the log on the cns side. To see the details, you will need a network capture when an event occurs. Although it is different from this case, irregularly, there was a log that changed the vital alarm settings for 8 beds of org at the same time (same second). It is not possible to set 8 beds at the same time (same second) by operating the cns. Is there a system (hl7, etc.) That works together other than cns and org? Conclusion(s): because there was no adt operation in the cns log, it is thought that the discharge may have come from an adt command from connected systems such as hl7. The user facility purges hl7 data after 24 hours. The event occurred on (B)(6) 2021. Data for further analysis is no longer available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-930pa, sn: (B)(4).